Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45674) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the actual date when the medical event occurred was not provided. The date is the date when abbott diabetes care became aware of the event. Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action ((B)(4)). (B)(4).

Event description:
Customer reported receiving an unspecified reading from her precision xtra blood glucose meter, which was lower than she felt. She further reported subsequently experiencing lightheadedness and a loss of consciousness. No third-party emergent medical intervention was reported. Customer denied self-treating. It was additionally noted the customer was using an affected test strip related to an on-going field action for abbott's precision family test strips. There was no report of death or permanent injury associated with this event.